Event description:
Customer reported that they had an unexpected negative antibody screen result on a patient sample tested by the galileo.

Manufacturer narrative:
Several sttempts were made to contact the customer to obtained additional information requested concerning the event.